Event description:
Reportedly, during the preparation of the subject ICD before implant, the technician found that the battery voltage was at 3.0v and the charge time was at 13.0 seconds. He decided not to implant the device and to test it at higher temperature condition (the device was stored at about 10°/15° c). The device was retested at about 20°/24° c four days later but the battery voltage was at 2.9v. It decided not to implant the device that will be returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis of the returned device didn't reveal any anomaly.

Event description:
Reportedly, during the preparation of the subject ICD before implant, the technician found that the battery voltage was at 3.0v and the charge time was at 13.0 seconds. He decided not to implant the device and to test it at higher temperature condition (the device was stored at about 10°/15° c). The device was retested at about 20°/24° c four days later but the battery voltage was at 2.9v. It decided not to implant the device that will be returned for analysis.

Event description:
Reportedly, during the preparation of the subject ICD before implant, the technician found that the battery voltage was at 3.0v and the charge time was at 13.0 seconds. He decided not to implant the device and to test it at higher temperature condition (the device was stored at about 10°/15° c). The device was retested at about 20°/24° c four days later but the battery voltage was at 2.9v. It decided not to implant the device that will be returned for analysis.